Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient that was implanted with a neurostimulator (ins) for lumbar radiculopathy. It was reported that caller was on the way to ER to visit patient. The patient had an episode of vomiting and dry heaves and experienced the shocking at that point. Patient also experienced chest pain for about 10 minutes which was primary reason for visit to ER on the date of the report. This occurred immediately after the shocking. Caller indicated that stim was good prior to event, and appeared to be good at the time ER physician reached out to the caller. Patient's managing hcp was unknown. Patient had moved from another state about one year prior to the date of report. No further complications were reported/anticipated. (B)(6) 2018 (rep): additional information was received from the manufacturer representative. It was reported that patient was not admitted to the hospital for any of the reported events. The cause of shocking was not determined but patient reported that the 4 times it occurred was when she was vomiting or dry heaving. The vomiting was not related to the devices and the chest pain/heart flutter happened after 4th jolt and lasted for about 10 minutes. Actions/interventions taken to resolve the shocking was that patient was instructed to turn stimulation off until the vomiting is resolved and until patient followed up with a managing physician. Patient had an appointment on (B)(6) with a new local managing hcp. It was unknown what actions/interventions were taken to resolve the vomiting/chest pain. Patient reported that they moved to the current area from another state approximately 2 years ago. Patient wei ght at the time of the event was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that a representative saw the patient on (B)(6) 2018. The shocking issue only occurred when the patient was vomiting which has been resolved. There was no device/therapy issue suspected. This information was confirmed with the physician/account. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins was replaced on (B)(6) 2018 due to the shocking and the patient wanted an MRI compatible device. No further complications reported/anticipated.